Event description:
Information was received indicating that during use, a smiths medical tracheostomy silicone - bivona tubes adult tts was placed for a patient in the ICU and by the third day, it was noted that the cuff pressure decreased and the device was found with a pinhole in it. Subsequently, the device was replaced with another one however, was removed as the patient had the ability to talk. The reporter also indicated that no water was found in the balloon when attempting to deflate-balloon was found to have raptured. It was also reported that, the binova that was replaced also had lowered cuff pressure and a pinhole was found and had to be removed. The reporter indicated that extubating and intubating had to be performed 3 times. No patient consequences were reported.